Event description:
It was reported that this patients wife contacted boston scientific technical services (ts) stating that they were observing a flashing red call doctor (rcd) icon on the remote monitoring communicator. This is an indication of a possible problem with the patients implanted cardiac resynchronization therapy defibrillator (crt-d) system and the device data was unable to be transmitted by the communicator. The communicator was power cycled, a forced call was completed, and the communicator was noted to have successfully connected and transmitted device data. The communicator issue was resolved. A subsequent review of remote monitoring data from the crt-d system indicates an alert occurred approximately two weeks before for a low out of range shock impedance measurement on this right ventricular (rv) lead. The shock impedance trend shows the measurement value baseline has been on the low side, in the approximately 20 to 35 ohm range. The rv lead remains in-service. No patient symptoms or adverse patient effects were reported.